Event description:
Inbound, "pc only." Pt reports high pressure alarm with stop flow cassette on both pumps lot number 3615450. Alternate cassette working. No further details provided. The product is not compounded; the product is not over-the-counter.